Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms, and was admitted on (B)(6) 2020. The patient was asymptomatic. A CT (computerized tomography) scan was performed and showed a possible outflow graft thrombus/twisted graft. Inr was 2.15 and lactate dehydrogenase (ldh) was 176 u/l on admission. The patient was sent to the operating room, during surgery it was found that the graft was not twisted but had a gelatin material between the outflow graft bend relief and the outflow graft. The surgeon removed the material and the bend relief. The pump speed increased and the surgeon reported that the left ventricle did not decompress with speeds up to 8000 rpm. Echo revealed mild-to-moderate mitral regurgitation. CT long segment high-grade stenosis noted within the proximal ribbed portion of the lvad outflow stent secondary to mural thrombus. Mid to distal portions of the outflow graft connecting to the proximal descending thoracic aorta are patent. The left ventricular inflow graft of the lvad was widely patent. The CT also showed cardiomegaly and atelectasis noted within the left lower lobe and lingula. The patient had their pump exchanged.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed a kink in the outflow graft material that could have contributed to the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The distal portion of the pump cable was returned in a segment measuring approximately 17¿. The modular cable was also returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) was returned unattached with the outflow graft bend relief hardware fully engaged. The apical cuff was not returned. Approximately 3¿ of the sealed outflow graft material was returned; a kink in the graft material at the proximal end was observed. The interface area between the outflow graft and bend relief revealed a biological deposition which appeared to have conformed to the geometry of the distorted area. Therefore, it appeared that this kink was present during support. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms was well as the decrease in flow observed in the retrieved log files. Examination of the interior of the inflow cannula revealed a pink, ring-shaped thrombus formation at the distal end of the inflow cannula lumen. The thrombus was well adhered to the textured blood-contacting surface of the inflow cannula. The thrombus formation occluded approximately 20% of the blood flow path and would have contributed to the reported low flow alarms was well as the decrease in flow observed in the retrieved log files. The structure of the thrombus formation suggested that it developed within the distal end of the inflow cannula lumen over an undetermined amount of time while the pump was supporting the patient. The cause of the thrombus could not be conclusively determined. Examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of any additional developed or adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Tears in the polyurethane jacket of the distal segment of the pump cable were observed approximately 4¿ and 4.75¿ from the inline connector. A specific cause for the tears could not be determined. The pump header appeared unremarkable. The pump cable¿s inline connector bend relief was discolored brown but was otherwise unremarkable. A specific cause for the discoloration could not be conclusively determined through this evaluation. The lvad event and periodic log files retrieved from the returned device confirmed the report of low flow alarms. Additionally, the log files retrieved from the returned system controller revealed a reset_controller event on (B)(6) 2020 that appeared to be related to a total loss of power to the system and resulted in a pump stop. The pump did not auto-start following the reset due to the stored patient speed being set below 4000 rpm but the pump did eventually ramp back up to the stored patient speed approximately 25 seconds later. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11sep2017. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook are currently available. The hm3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The surgical procedures section of the hm3 IFU contains information on "preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. The "attaching the sealed outflow graft to the pump" section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The introduction of the hm3 IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The hm3 IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section of the hm3 IFU describes all alarm conditions, including the low flow hazard alarms, as well as the appropriate actions associated with resolving them. The patient care and management section of the hm3 lvas patient handbook instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Finally, the equipment storage and care section of the hm3 lvas IFU explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-05973.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number ml (B)(6), confirmed a kink in the outflow graft material that could have contributed to the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The distal portion of the pump cable was returned in a segment measuring approximately 17¿. The modular cable was also returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) was returned unattached with the outflow graft bend relief hardware fully engaged. The apical cuff was not returned. Approximately 3¿ of the sealed outflow graft material was returned; a kink in the graft material at the proximal end was observed. The interface area between the outflow graft and bend relief revealed a biological deposition which appeared to have conformed to the geometry of the distorted area. Therefore, it appeared that this kink was present during support. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms was well as the decrease in flow observed in the retrieved log files. Examination of the interior of the inflow cannula revealed a pink, ring-shaped thrombus formation at the distal end of the inflow cannula lumen. The thrombus was well adhered to the textured blood-contacting surface of the inflow cannula. The thrombus formation occluded approximately 20% of the blood flow path and would have contributed to the reported low flow alarms was well as the decrease in flow observed in the retrieved log files. The structure of the thrombus formation suggested that it developed within the distal end of the inflow cannula lumen over an undetermined amount of time while the pump was supporting the patient. The cause of the thrombus could not be conclusively determined. Examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of any additional developed or adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Tears in the polyurethane jacket of the distal segment of the pump cable were observed approximately 4¿ and 4.75¿ from the inline connector. A specific cause for the tears could not be determined. The pump header appeared unremarkable. The pump cable¿s inline connector bend relief was discolored brown but was otherwise unremarkable. A specific cause for the discoloration could not be conclusively determined through this evaluation. The lvad event and periodic log files retrieved from the returned device confirmed the report of low flow alarms. With the exception of the low flows, the retrieved log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook are currently available. The hm3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The surgical procedures section of the hm3 IFU contains information on "preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. The "attaching the sealed outflow graft to the pump" section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The introduction of the hm3 IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The hm3 IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section of the hm3 IFU describes all alarm conditions, including the low flow hazard alarms, as well as the appropriate actions associated with resolving them. The patient care and management section of the hm3 lvas patient handbook instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Finally, the equipment storage and care section of the hm3 lvas IFU explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed a kink in the outflow graft material that could have contributed to the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The distal portion of the pump cable was returned in a segment measuring approximately 17¿. The modular cable was also returned. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) was returned unattached with the outflow graft bend relief hardware fully engaged. The apical cuff was not returned. Approximately 3¿ of the sealed outflow graft material was returned; a kink in the graft material at the proximal end was observed. The interface area between the outflow graft and bend relief revealed a biological deposition which appeared to have conformed to the geometry of the distorted area. Therefore, it appeared that this kink was present during support. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms was well as the decrease in flow observed in the retrieved log files. Examination of the interior of the inflow cannula revealed a pink, ring-shaped thrombus formation at the distal end of the inflow cannula lumen. The thrombus was well adhered to the textured blood-contacting surface of the inflow cannula. The thrombus formation occluded approximately 20% of the blood flow path and would have contributed to the reported low flow alarms was well as the decrease in flow observed in the retrieved log files. The structure of the thrombus formation suggested that it developed within the distal end of the inflow cannula lumen over an undetermined amount of time while the pump was supporting the patient. The cause of the thrombus could not be conclusively determined. Examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of any additional developed or adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Tears in the polyurethane jacket of the distal segment of the pump cable were observed approximately 4¿ and 4.75¿ from the inline connector. A specific cause for the tears could not be determined. The pump header appeared unremarkable. The pump cable¿s inline connector bend relief was discolored brown but was otherwise unremarkable. A specific cause for the discoloration could not be conclusively determined through this evaluation. The lvad event and periodic log files retrieved from the returned device confirmed the report of low flow alarms. Additionally, the log files retrieved from the returned system controller revealed a reset_controller event on 14aug2020 that appeared to be related to a total loss of power to the system and resulted in a pump stop. The pump did not auto-start following the reset due to the stored patient speed being set below 4000 rpm but the pump did eventually ramp back up to the stored patient speed approximately 25 seconds later. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 11sep2017 per customer order. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C and the hm3 lvas patient handbook rev. C are currently available. The hm3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The surgical procedures section of the hm3 IFU contains information on "preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. The "attaching the sealed outflow graft to the pump" section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The introduction of the hm3 IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. The hm3 IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section of the hm3 IFU describes all alarm conditions, including the low flow hazard alarms, as well as the appropriate actions associated with resolving them. The patient care and management section of the hm3 lvas patient handbook instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Finally, the equipment storage and care section of the hm3 lvas IFU explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.